Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was unable to duplicate the reported air sensor failure. The dso seal and uso seal were replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It reported that the pump has an air sensor failure. There was unknown patient involvement. The device evaluation revealed a lifted downstream occlusion seal.